Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025. Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (hydromorphone) (2mg/ml at 0.6mc/day) via an implantable pump. It was first reported that the patient had increased pain so the health care provider did a catheter access port (cap) procedure. On 2025-sep-11 additional information was received from a healthcare provider. It was reported that since implant the patient's daily dosing had gradually been increased. It is unknown if there were any external factors that contributed. Per hcp, last week patient came in to the office for a single bolus test dose to see if patient noticed a difference. Per patient's hcp no difference was noticed. Today (B)(6) 2025, patient was scheduled for a dye study which was found to be unsuccessful. Therefore, the hcp then opened up the pump pocket took the pump out and again tried to aspirate which turned out to be unsuccessful. The hcp then cut the catheter at the collette on the spinal side and still had no spinal fluid dripping from the catheter. At that point, he decided he was going to replace the whole catheter. He removed the implanted catheter and replaced it with a completely new catheter. Once the new catheter was implanted successfully, the hcp attached the pump and was able to aspirate two milliliters of fluid resolving the issue.